Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to verify unexpected restart alarm due to no button response. Insulin pump was also received with cracked reservoir tube lip and minor scratched lcd window. (B)(4)

Event description:
Customer's mother reported via phone call that customer received an unexpected restart alarm. Caller reported that batteries were changed and insulin pump received a button error alarm and was not able to clear. Customer's blood glucose was 257 mg/dl. After troubleshooting caller was advised that insulin pump would need to be replaced.